Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Primary analysis revealed no anomalies found on the device. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported during extraction of the left ventricular lead, the right atrial lead was removed due to the proximity and attachment to the ventricular lead. The atrial lead was replaced. No patient complications were reported as a result of this event. It was further reported by the patient that the right atrial lead and device were "defective." The device was also explanted and replaced.